Manufacturer narrative:
The customer's glidescope core quickconnect (qc) cable was returned to verathon for evaluation, along with the glidescope core 15-inch monitor, glidescope video baton quickconnect large, and a glidescope core smart cable. A verathon technical service representative evaluated all the returned devices but was unable to confirm the reported image freezing issue. Visual inspection of the glidescope core qc cable identified damage, specifically the magnet missing and the plastic housing damaged. Due to the identified qc connector damage, the cable was unable to be used with verathon's test equipment. While the exact cause of the image freezing could not be definitively confirmed, it is highly likely that the missing magnet and associated qc connector damage contributed to the reported issue. The glidescope core operations and maintenance manual (omm) notes: "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Upon completion of verathon's device evaluation, a replacement qc cable was provided to the customer along with returning their monitor, smart cable, and video baton. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported while using a glidescope core quickconnect cable during an intubation, the image on the connected glidescope core 15-inch monitor intermittently froze. No delay in procedure, use of a backup device, or harm to the patient was reported.